Event description:
It was reported that fluoroscopy revealed externalized conductors. No electrical anomalies were detected. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors do not appear to be externalized.